Event description:
Reference number (B)(4). Event occurred in the united states. On 26th aug 2024, patient reported kinked cannula leading to high bg which was addressed using correction bolus via pump. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.